Event description:
It was reported that the radiopaque marker was in the wrong spot. A .038 accustick ii was selected for use. During the course of the procedure, it was noted that the radiopaque marker was in the wrong spot. There was no harm to the patient, as it was detected before use.